Manufacturer narrative:
(B)(4). Device history record (DHR) was reviewed for notifications pertaining to incoming inspection, stock checks, and product returns. No concerns were noted with reference to 352135. (B)(4) sample of 352135 (lot f4 may 2014) was received for evaluation. One of the blades is broken. Microscopic review of the device noted a rough cutting edge which is not sharp. And additional complaint from the same customer was also received for a related device ((B)(4) reported for dull blades). The device in question is very delicate. The referenced customer has broken several of these devices in recent years. The samples are not maintained in sharp condition and the blades show signs of mishandling. No corrective action is warranted.

Event description:
Alleged event: the blade broke after the incision, when the doctor tried to cut a vessel. A part of the blade fell into the patient and it was retrieved. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device sample has not been returned to the manufacturer for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the blade broke after the incision, when the doctor tried to cut a vessel. A part of the blade fell into the patient and it was retrieved. The patient's condition was reported as fine.